Event description:
It was reported that the asymptomatic patient presented to the clinic for a revision procedure for the ventricular lead. During the procedure, the physician noted that the atrial lead insulation was abraded. The lead was repaired and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.